Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using bd vacutainer® sst¿ ii advance blood collection set, the customer noticed poor injection molding on one (1) tube cap. No patient or user impact reported.

Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. Evaluation of the 100 retained samples did not identify any further examples of this defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: molding defect. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using bd vacutainer® sst¿ ii advance blood collection set, the customer noticed poor injection molding on one (1) tube cap. No patient or user impact reported.